Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
It was reported from (B)(6) by the staff that the patient is experiencing multiple controller fault alarms. Log files were sent to the manufacturer and it was recommended to change the controller. There were no effects on the patient. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report. Investigation is on-going.